Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup vvi was confirmed in the laboratory and was due to a parity error while device was still in original packaging. The cause of the parity error was not determined.

Event description:
It was reported that the device was found in backup vvi mode. Device was in its original packaging. Device was not implanted.